Event description:
It was reported that the 9600emi system lost images. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Formatted disk and reloaded software. The system was tested and found to be working as intended and placed back into service.